Manufacturer narrative:
Fse reported the customer declined service. No parts were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported while servicing the ventilator, the ventilator automatically restarts after it is booted up in ventilation mode and the off key is pressed to shutdown the unit. There was no patient involvement.